Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that his controller just stopped working - pt stated that he noticed 1.5 months ago that during recharge the controller would show an error message after about 10 minutes of charging. The pt did not know the error message details. The pt stated that last night the controller would not work at all. He tried to plug it in to ac power and he tried to use aa batteries but the controller did not respond. A replacement controller and recharger (rtm) cord was sent out. No symptoms were reported. Additional information was received. It was reported that they got new controller and put their battery pack in and said it wouldn't take a charge. They said they put aa batteries in the new controller and claim the screen wouldn't come on. Pt then called their wife who is at home with the equipment, and had them put aa batteries in, and the screen does actually does come on. The reason it didn't come on before was because they had both the ac power cord plugged into controller, as well as the aa batteries. The main issue is that the controller won't take a charge when it's plugged into ac power. The setup screen comes up and lets the pt set date and time but if they try to plug in the recharger (rtm) the screen will turn off and "it won't do anything". A new battery pack and ac power cord was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97745 controller s/n (B)(6) revealed that that the controller was corroded and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.